Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had diabetic ketoacidosis. Customer's other blood glucose value was unknown. Customer said that the they got diabetic ketoacidosis but they are afraid that his insulin pump was not working fine. The device will not be returned for analysis.